Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as cook gunther tulip filter. Lot# unknown as information was not provided. Expiration date unknown as lot# was not provided. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010 at the (B)(6). Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as cook gunther tulip filter. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided